Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00230 to 3012447612-2020-00243 and 3012447612-2020-00248 to 3012447612-2020-00254.

Event description:
It was reported that a patient underwent a revision surgery to remove and replace 14 closure tops and 7 screws after they were found to have loosened or migrated postoperatively. The patient had minor pain prior to the revision surgery but no additional patient impacts were reported. This is report ten of twenty-one for this event.

Manufacturer narrative:
The products were available for part evaluation and no photos were provided. However, x-rays were provided to show the backout. Root cause cannot be determined. Events like this have previously been caused by the closure tops not being fully seated. This can be due to the torque handle not supplying enough torque, the closure tops cross threading, or the surgical technique guide not being followed. These devices are used for treatment. There is no DHR associated with the lot number provided; the lot number is believed to be incorrect. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient underwent a revision surgery to remove and replace 14 closure tops and 7 screws after they were found to have loosened or migrated postoperatively. The patient had minor pain prior to the revision surgery but no additional patient impacts were reported. This is report ten of twenty-one for this event.